Event description:
It was reported that during a wrist arthroscopy procedure using the microblator 30 icw wand, the wand would only work intermittently. The surgeon was unable to get the wand to stay activated and ultimately completed the procedure using a competitor's product. There were no significant delays or pt complications reported as a result of this event.